Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed: unknown - "(on (B)(6) 2017: during procedure) a medical staff used the insert to occlude a vessel. The vessel occlusion was completed successfully. Then the medical staff tried to remove the insert from the vessel, the medical staff found that the rubber separated from the base. Please see the attached picture below. This event didn't affect the patient." Type of intervention: na. Patient status: no health damage was reported for the patient.